Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article " comparison of changes in corneal endothelial cell density and central corneal thickness between conventional and femtosecond laser- assisted cataract surgery: a randomised, controlled clinical trial". (B)(4).

Event description:
A health care professional reported one case of intraoperative posterior capsular block syndrome (pcbs) encountered in the femtosecond laser-assisted cataract surgery (flacs) group, necessitating anterior vitrectomy and sulcus intraocular lens (iol) placement.

Manufacturer narrative:
There were no technical services requested or performed related to the reported event. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).